Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl the night before. The caller stated that her boyfriend found her unconscious and took her to the emergency room. The customer was lethargic and discouraged. No further information was provided.